Event description:
It was reported that the patient was implanted in "(B)(6)" and developed an infection around the "(B)(6). It was noted that the device was subsequently removed on the (B)(6). It was noted that the patient was in nursing care at the time of report. Additional information was requested but was not available at the time of report. If new information is received, a supplemental report will be filed.

Manufacturer narrative:
Concomitant products: product ID n:EU_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_unknown_prog, lot# serial# unknown, product type: programmer, physician. (B)(4).